Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer did not request any service and did not provide any further information. Logs and the current status of the ventilator not provided. We have not received any information about a part replacement. Due to lack of information, the root cause of the reported event could not be found.

Event description:
It was reported that the ventilator can't be turned on. There was no patient involvement. (B)(4).